Event description:
It was reported that a patient underwent a cavotricuspid ishmus (cti) / typical flutter ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that there was a pericardial effusion (pe) during cti-ablation with 35w, normal contact force, max. 60 sec ablation time and no abnormal temperature rise. No catheter error message on ngen or carto. A steam pop probably caused the pe. Blood was aspirated successfully. Surgery was delayed due to the reported event for 60 minutes and after that the procedure was cancelled. Additional information received indicated the physician¿s opinion on the cause of this adverse event is that it was patient condition related; unnormal anatomy of the patient. Outcome of the adverse event was reported as improved/fully recovered. An ngen generator was used, with the correct catheter settings selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Irrigated catheter was used in the event, the flow setting was normal flow setting for thermocool. All force visualization features were used which included graph, dashboard, vector and visitag. Color options used prospectively was time. No errors reported by the biosense webster systems. The reported device was a thermocool smarttouch f-curve.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the reported device was a thermocool smarttouch f-curve, however, no product code or lot number was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).